Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing dizziness post-surgery. The recipient is in the third week of treatment of vestibular therapy and improvement is noted; however, dizziness is still present.

Manufacturer narrative:
The recipient's dizziness reportedly improved. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section d.6b. Advanced bionics considers the investigation into this reportable event as closed. The recipient finished vestibular therapy. The recipient remains implanted and is wearing the device. Additional information regarding treatment details were not provided. This is the report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.